Manufacturer narrative:
Further review of this file determined that there was no documentation of risk concerning an inability to remove the sutureless connector. As such, this event should not have been reported. No further regulatory reports will be submitted concerning this event. Analysis was able disconnect the sc from the pump, reconnect it and then disconnect it again without complication. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: (B)(6) 2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for an unknown indication for use. It was reported that the pump was being returned with an attached sutureless connector because the physician was unable to disconnect the catheter at the time of the pump replacement for the elective replacement indicator. There was no question of catheter patency. No further issues were reported or anticipated.